Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being presented to surgeon's office with pain in shoulder and boil at site of original incision. The surgeon scheduled a wash out and poly exchange.